Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The complaint includes debris in airpath and tab filter is broken. There was no report of serious or permanent patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported that hospitalization - initial or prolonged, disability or permanent damage occured in section b2. After review, it was determined that all these were incorrectly selected in section b2. Nothing such has occured to the patient.

Manufacturer narrative:
The manufacturer has received new information in section b5: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having a restrictive syndrome and shortness of breath. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. Section b3, g3, h6 has been changed.